Manufacturer narrative:
Product analysis: it was determined at analysis that there were no anomalies or problems observed or found on the programmer. The programmer was found to work normally without any problems. Lower bullets were missing. The stylus tip was bent but remained functional. Left and right keyboard hinges were broken; both were replaced. Front latch base frame keyboard was broken. Left sliding rails keyboard cover plate was cracked and was replaced. Lower bullets were added, stylus was replaced and calibrated. Base frame was replaced. During the final function test it was noted the power supply failed; the power supply was replaced. The touchscreen was calibrated. Software was updated to the latest versions. Device passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance / repair. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.